Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had missing data for short interval counts (sic). The message stated ¿sic not available.¿ the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Sic is not available when a device is programmed to a mode where v-blank after v-sense is not pertinent, such as a non-pacing mode like doo. (B)(4).